Manufacturer narrative:
The home choice device was evaluated at the mfg facility. Review of the event log revealed three treatments recorded for the dates of 3/30/98, 4/1/98 and 4/2/98. Treatments for 3/30/1998 and 4/1/1998 were completed with positive ultrafiltrates, indicating fluid was removed from the homepatient. The treatment for 4/2/98 was ended early during dwell 3 of 5. Two simulated pt therapies were performed with the returned unit and no problems were encountered. Results from these test treatments indicate the unit sn-33639 was functioning properly and within design parameters.

Event description:
Health care professional reports that home pt had shortness of breath after using homechoice cycler for automated peritoneal dialysis therapy. Home pt presented to hosp on 4/2/98 and was diagnosed as being fluid overloaded. Home pt was continuously dialyzed around the clock during hospitalization until excess fluid was removed. Home pt was released from the hosp on 4/7/98.